Manufacturer narrative:
One fast-cath introducer sheath and dilator were received for evaluation. The device was returned due to insertion difficulty and a crack at the tip of the sheath. The sheath had been perforated proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided, the cause of the sheath perforation, split dilator tip, and split sheath tip is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming a punctured introducer sheath.